Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that a hole in the tyvek of the sterile packaging of an hls set was noted. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hole in the tyvek of the sterile packaging of an hls set was noted. No patient was involved. No harm to any person has been reported. The affected hls set was technically investigated in the getinge laboratory on 2022-09-16. Upon visual inspection a hole with a diameter of 10,8 mm in the tyvek cover could be confirmed. During the investigation it was detected that the velcrostraps needed for fixating the hls module within the inlay were loose. The most probable root cause could be determined that the straps moved upwards leading to a loose position. This lead to an unsecured hls module which perforated the tyvek cover with the venous measuring cell, e.g. During transport or due to impacts from outside. The production records of the affected beq-hls 7050 USA#hls set advanced 7.0 with lot#3000224134 were reviewed on 2022-08-26. According to the final test results, all hls sets with lot#3000224134 passed the tests as per specifications. Based on the investigation results the reported failure "hole in tyvek cover" could be confirmed. Maquet cardiopulmonary already started a CAPA process in order to improve the design to prevent such packaging damage in future. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.